Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left elbow vein. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm vein. After placing a 5f non-bsc introducer sheath, a non-bsc guide wire crossed the lesion. A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was then advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient¿s body. The procedure was completed with a 6x4 non-bsc balloon catheter inflated at 18 atmospheres. No patient complications were reported.